Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction did not recur. The customer was informed to reach out again if the issue reappears and acknowledged the instructions provided.